Event description:
It was reported that the patient returned to the operating room (or) on the day of implant, (B)(6) 2022, for bleeding. The lvad was working well with no issues, but while in the or a driveline power fault was seen on the heartmate touch. The perfusionist tried to clear the alarm twice, but the alarm returned both time. The perfusionist reported that the connection at the modular cable and pump cable was loose. The perfusionist tried to tighten it down but the alarm remained. Technical services was contacted and advised the site to do a system controller and modular cable exchange. The alarms resolved after the exchange. The source of the bleeding was determined to be coagulopathy, and the bleeding had resolved. Relate MFR report number: 2916596-2022-12367.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: in the previous report g3 should have been 16jul2022. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The controller log files were downloaded from the returned controller, serial number (B)(6). The files were reviewed and showed that the pump operated at the set speed without issue. A driveline power fault alarm was activated following an internal controller fault alarm. The driveline power fault alarm returned after multiple attempts to silence the alarm. The pump appeared to be operating as intended, and there were no other notable alarms active in the log files. The submitted log files were also reviewed and showed that the pump operated at the set speed without issue. The pump appeared to be operating as intended, and there were no notable alarms active in the log files following replacement of the controller and modular cable. Although the account reported that the connection at the modular cable and pump cable was loose, review of the log files suggests that the cables were electrically connected without issue as no driveline disconnect alarms were captured. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site confirmed that there was no damage noticed on the pump cable.